Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated alert 38 indicating a motor stall during multiple meal announcements, which recurred after device restarts and was subsequently addressed by providing a replacement device and advising use of backup therapy. Symptoms included hyperglycemia with a reported maximum blood glucose of 383 mg/dl and prolonged readings above 180 mg/dl, as well as alerts for levels above 300 mg/dl for over 90 minutes, with no ketone testing, no medical intervention, and no hospitalization. Outcomes included temporary interruption of intended insulin delivery with user inconvenience and the need to revert to backup therapy. Investigation included complaint handling, review of device performance based on user reports, and device replacement with return of the original device for analysis. Investigation of this device revealed a suspected motor stall consistent with an internal pump mechanism malfunction associated with the delivery system. It was concluded, based on previously established findings for similar reports, that the cause was an internal mechanical failure of the pump motor consistent with device malfunction and not user error.